Event description:
It was reported that patient presented to the ER in backup vvi after receiving an appropriate shock from the device. During interrogation, the patient was appropriately shocked again twice more. A memory map was retrieved from the device although a device download could not be performed as the programmer nor the telemetry wand could locate the device. Device was explanted and replaced.

Manufacturer narrative:
(B)(4).